Manufacturer narrative:
The event is reported at this time based on additional information received which indicated a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a fall in neurological response from glasgow coma scale (gcs) e3m5v2 to e2m4v1. CT brain imaging showed right side hemorrhagic transformation with mass effect and midline shift along with right uncal herniation. The subject was hospitalized and treated with a decompression craniectomy and physical therapy. The event was not recovered/not resolved. The site and investigator assessment of the event concluded that the adverse event as caused by the patient disease under study, and not related to the device or procedure. Additional information received reported the cause of the event was due to the large infarct core volume. It was confirmed the event was not related to the device or procedure and therefore, the event did not meet the definition of a complaint additional information received reported the outcome of the event was recovering/resolving. Additional information was received that the outcome was recovered/resolved. The adverse event was resolved as of 2022-jul-04. The event remains a non-complaint. Additional information received indicated the medtronic study sponsor assessment of the events had been updated to indicate that the event was possibly related to the procedure. The site assessment was then also updated in agreement with the study sponsor assessment that the event was possibly procedure related.